Manufacturer narrative:
An investigation is in progress for lens tears under (B)(4).

Event description:
A cc4204bf model lens tore while it was being implanted. The lens was removed in pieces and there was no patient injury.